Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of capture (loc) in the left ventricular (lv) channel. It was noted this crt-d system was recently implanted and the loc was found in a pre-discharge check. Technical services (ts) recommended further review with a programmer, as well as programming optimization. It was noted the field representative (rep) was going to check on the patient and reprogram around the threshold. Additional information was received from the field. The lv lead was behaving normally. At this time, no further information was available. This investigation will be updated should further information become available in the future. This crt-d remains in service. No adverse patient effects were reported.